Event description:
A coronary stent with delivery system was successfully advanced to the target lesion site located in the pt's obtuse marginal coronary artery. Upon the initial inflation attempt, the balloon would not inflate. In addition, an air bubble was observed to be trapped within the balloon tubing. Upon withdrawal of the sds, the stent became dislodged from the balloon catheter and embolized within the coronary vasculature. A mechanical microsnare was used to successfully retrieve the embolized stent. There were no clinical sequelae reported relative to this event.